Event description:
During examination of shelf stock at a hospital, the users found a vamp plus set that appeared to be assembled incorrectly. The set was not used and no patient injury occurred.

Manufacturer narrative:
One dpt - vamp plus kit was returned for evaluation in a sealed original package. The pressure tubing with sample sites had been bonded to the vamp reservoir instead of to the reservoir stopcock, as instructed in the applicable drawing. As a result, there was no stopcock (or shut-off valve) to separate blood in the reservoir during the blood sampling. The complaint was confirmed as a manufacturing nonconformance. Corrective actions are currently being implemented in the manufacturing process to prevent complaints of this type. This report is associated with medwatch # 2015691-2012-18797.